Manufacturer narrative:
Approximate age of device ¿ 1 year and 9 months.  Manufacturer's investigation conclusion: the pump was not returned to the manufacturer for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Pump power elevation was confirmed through the evaluation of the submitted log files; however, a specific cause could not be conclusively determined. There were no other unusual events noted in the event history and the pump speed remained above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that hemolysis markers were observed. Thrombus was reportedly suspected in the setting of rising levels of lactate dehydrogenase (ldh), increased pump power and increased estimated flows. The patient remained on current anticoagulation regiment (full dose aspirin and persantine) with an inr goal of 2.5-3.5. No clinical symptoms were reported. Technical services reviewed the submitted log files, and one transient power elevation was confirmed. No additional information was received.